Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2021-01246. It was reported that the patient experienced a headache following a trial procedure on 1 march 2021. Upon inspection, it was discovered that the bandages were wet with spinal fluid. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the leads were pulled and a blood patch was performed. Issue resolved.